Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported the patient faced eight infusion set was leaking at site on (B)(6) 2026 which led to high blood glucose. The blood glucose level was high at the time of event which was further treated with multiple daily injection (mdi).